Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-18, additional information was received from the manufacturer representative (rep). The rep confirmed the pump and cath eter were explanted (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving morphine (10 mg/ml, 6.1 mg/day) via an implantable pump for an unknown indication for use. It was reported the pump and catheter was infected and replaced. The initial report indicated the explant was (B)(6) 2019, but device registration showed the explant date of (B)(6) 2019. The issue was resolved at the time of this report. The patient's status was alive - no injury.